Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the header bag for foley tray was open upon opening it from the packaging.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned photo sample noted one opened (with original packaging), bardex foley tray. Visual inspection of the photo sample noted the top of sterile barrier packaging opened. This does not meet specification per procedure which states "open seal, trapped product or pleats are not allowed". A potential root cause for this failure mode could be ¿inadequate design of seal tooling". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the header bag for foley tray was open upon opening it from the packaging.